Event description:
The user stated they began having trouble with low sodium results on (B)(6) 2009 and continued through (B)(6) 2009. A physician had called the lab and pointed out that all the patient sodium results were lower that expected. The user then reran all of her patient sample from those days and got different results. Of the 13 sample results provided, 9 were discrepant. All initial testing was performed on (B)(6) 2009 and repeat testing was performed on (B)(6) 2009. All results are in mmol per l. Sample 1 initial result was 132, repeat result was 139. Sample 2 initial result was 129, repeat result was 137. Sample 3 initial result was 129, repeat result was 138. Sample 4 initial result was 134, repeat result was 143. Sample 5 initial result was 131, repeat result was 138. Sample 6 initial result was 119, repeat result was 125. Sample 7 initial result was 133, repeat result was 140. Sample 8 initial result was 132, repeat result was 143. Sample 9 initial result was 131, repeat result was 142. The erroneous results were reported. None of the patients were adversely affected. On (B)(6) 2009, the user indicated they were still having low sodium results for patient samples and qc, however no data was provided.

Manufacturer narrative:
The field service representative determined the wash time was misadjusted and corrected it. He also determined the user was not following product labeling for handling and replacement of the activator solution.